Event description:
I had ankle surgery and had steri-strips and mastisol used on the site. After two weeks intense itching started, everything was removed and wiped with alcohol. There was moderate redness. Cortisone and compression bandages were applied. The following week it turned into a severe, blistered, intensely itchy patch about 4 in wide that lasted for over a month. The alcohol wiping had not removed it entirely and instead pushed it around, leaving red marks in the shape of the wiping at the edges of the patch. Other serious/important medical incidents: extreme allergic dermatitis. How was it taken or used? Topical. Therapy duration: 2 weeks. Why was the person using the product? Surgical site adhesive.